Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting and may have developed paradoxical hyperplasia.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Allergan aesthetics received a report of a patient treated abdomen, upper arms, submental with coolsculpting cooladvantage plus coolmini and cooladvantage cooladvantage plus on (B)(6) 2018 and on (B)(6) 2019 developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2018 by medical doctor.